Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive and alarmed button error. Customer's blood glucose at the time of incident was 131 mg/dl. The insulin pump was exposed to moisture and sweat since they were in a location with high climate. Customer also reported blank display. Customer stated the insulin pump had a crack on the right-hand corner. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider instructions and the pump will need to be replaced. The insulin pump will be returning for analysis

Manufacturer narrative:
Findings: pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify button error alarm due to blank display. No moisture damage on motor noted. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.